Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment. Associated mdrs: 1018233-2013-00985 and 1018233-2013-00986.